Manufacturer narrative:
Product analysis the device was returned with no stent on the post-inflated balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a visipro stent for treatment of a calcified lesion in the distal region of the right common iliac artery. There was moderate calcification. The artery was 7mm in diameter. A 0.035" guidewire was used. The device was prepped as per the IFU with no issues identified. It was reported resistance was encountered during advancement and the stent partially opened, but didn't deploy properly. There was no damage noted to the deployment mechanisms or device handle prior to deployment issue. Attempts were made to remove the stent from the patient, it was successfully removed with no vessel damage reported. Deformation was noted to the deployed stent, the proximal end was opened. The delivery system was safely removed. Another stent was deployed as a result of the partial deployment on the first stent.